Event description:
The customer reported that the system console would not work properly. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an over-the-phone investigation. The service rep recommended the replacement of the remote user interface, and the customer would install it themselves. The system was tested and found to be working as intended and put back in service.